Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level read "high" on the cgm. To address the high bg issue, the customer used multiple daily injections (mdi). Reportedly, the customer changed the infusion set and cartridge, and resumed insulin therapy to resolve the occlusions.